Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that device was unable to duplicate reported issues. A field service engineer replaced remote manager latch to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es the remote manager keeps failing. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.